Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing a recharge burden. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.